Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in clinic for follow up. Review of egm noted patient received inappropriate antitachycardia pacing and hv therapies. Episode of af with rapid ventricular response was observed. The device was reprogrammed. The patient will continue to be monitored.